Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One heal collar 3.5x4.5, 5mm (hc345) was returned for investigation. Visual inspection of the as returned product identified wear about the healing collar body, and the bottom threads are badly damaged. Comparison of the device to package drawing pd-hc345 rev a shows that the engaging threads are compressed against the shank and have lost diameter. Functional testing was performed for the returned product and it was determined the healing collar is unable to seat or even engaging with a mating implant due to the excessive damage. No pre-existing conditions were noted on the per. The reported product was located on an unknown tooth site and was replaced the same day. Review of appropriate documentation: ¿instructions for use for healing collars, healing screws, surgical cover screws and temporary gingival cuffs¿ 9658 rev 1-01/15; healing collars ¿ for use with tapered screw-vent®, screw-vent® and trabecular metal¿ implants; page 5. DHR review was completed for the subject lot number 2018112143. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (2018112143) for similar cause and no other complaint was identified. Therefore, based on the available information, device malfunction did occur and the reported event was confirmed. No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the healing collar would not seat.